Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that few years ago, a surgery was performed to explant this right atrial (ra) lead. The lead was replaced with an epicardial lead from another manufacturer. No further information is known, at this time. No additional adverse patient effects were reported.